Manufacturer narrative:
(B)(4). The actual tina device was evaluated onsite at the user's facility and the reported condition of too much ultrafiltration (uf) removed was not confirmed. The root cause of the reported condition was not determined. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The uf removal accuracy self test was run. The device was tested as per baxter operating procedures and protocols and passed all testing. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that a tina hemodialysis machine that caused high ultrafiltration (uf). The field service technician made arrangements to go hemodialysis to evaluate the device. There was patient involvement but patient injury or medical intervention are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The field service technician made arrangements to go onsite to evaluate the device. Should additional information become available, a follow up MDR will be sent.